Event description:
It was reported that the patient missed her refill and her pump had been empty for three months. It was noted that the pump alarm was heard, but telemetry had not been performed. It was stated that the patient was only getting partial pain relief, when it was thought that she would get complete pain relief. The catheter was stated to only be delivering drug to the patient's upper back, where she also had pain throughout the rest of her body due to her fibromyalgia. It was noted that the patient would rather take oral oxycodone to relieve the overall pain she was experiencing. The patient was looking for a physician to remove her pump, as she had been "fired" by her primary physician and he would not consider taking her back. It was indicated that the patient was dismissed for "no reason." About a month later, it was reported that the patient's former physician had "yelled and screamed" at her and would not see her after she lost her insurance. It was also stated that the patient had been treated like a "drug addict" by healthcare professionals from her local hospitals because she had an implanted pump. It was further stated that, at one point, she was "tied down in a hospital for 72 hours" because she was thought to be an addict. The patient also felt that medtronic was not helping take her pump out. The patient experienced withdrawal and her pump had been empty for the past year due to a missed refill. Her withdrawal was symptomized by shaking hands, stuttering, and seizures. The patient's pump was also "sticking out" and "hanging from her body" because of the amount of weight she had lost. At the time, she was unsure whether she wanted a refill or an explant, but still needed to find a physician. It was reported that she was having issues regarding the insurance coverage of a refill. About one month later, it was reported that the patient was still having concerns with her device or therapy, but had not sought further help. It was noted that the pump still needed to be removed. It was causing hip pain, shaking, seizures, and gave her a hard time writing. About six months later, it was reported that the patient had passed away. It was stated that she had received "little to no pain relief" from the implant and continued to suffer from "an undiagnosed, chronic pain." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed away from emphysema. It was also reported that before and after the pump was installed, she complained profusely she wasn't getting pain relief. It was reported that the pump was uncomfortable and it was riding on her rips. It was reported the medicine provided variable relief to no relief for her pain. The patients issue with the device was never resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).